Manufacturer narrative:
The instrument was returned to isi and evaluated. Failure analysis confirmed the customer reported complaint that a small piece of plastic appeared to be broken off. The instrument was found to have a broken yaw pulley. Intuitive motion was not being experienced upon manual input of the disk knobs because of the physical damage. The yaw pulley was missing a piece measuring approximately 0.18 x 0.07. The customer did not return the missing piece the known common cause of this failure is mishandling/misuse. An additional observation not reported by the customer was a broken conductor wire at the wrist. As a result of the broken conductor wire, the electrical continuity testing was deemed unnecessary to perform as it will ultimately fail. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon applied a stitch as a precaution to an area of the bowel that was grasped and pinched by the maryland bipolar forceps instrument. In addition, after completion of the surgical procedure, the surgical staff noticed that a fragment from the instrument was missing. At this time, the location of the missing instrument fragment is unknown. It is also unknown if the missing instrument fragment fell inside the patient and was retained inside the patient. However, based on the evaluation of maryland bipolar forceps instrument, there is no indication that a malfunction of the instrument occurred.

Event description:
It was initially reported that during a da vinci-assisted hysterectomy procedure, the surgeon grabbed and pinched the bowel with the maryland bipolar forceps instrument. The surgeon double-checked to see if a bowel injury had occurred. As a precaution, the surgeon applied a stitch to the bowel. Upon inspection of the maryland bipolar forceps instrument after the surgical procedure was completed, the initial reporter indicated that a small piece of plastic from the instrument had allegedly broken off and was missing. On 10/04/2017, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator (the initial reporter), and obtained the following additional information regarding the reported event: the robotics coordinator was not in the room when the reported event occurred. The surgical procedure was not recorded on video. According to the robotics coordinator, a surgical staff member informed her that at the beginning of the surgical procedure, the patient's bowel got caught around the cable area of the maryland bipolar forceps instrument when it was first inserted. The surgeon was able to detach the bowel from the instrument. However, as a precaution, the surgeon placed a single stitch on the bowel area that got stuck to the instrument. The robotics coordinator believes the bowel injury was superficial and only affected the surface of the bowel. The surgical staff replaced the instrument and the surgical procedure was completed successfully. After the surgical procedure was completed, the robotics coordinator compared the affected maryland bipolar forceps instrument with another maryland bipolar forceps instrument. At that point, the robotics coordinator believed that possibly a fragment from the yellow insulation area of the instrument was missing. The robotics coordinator did not know if the missing instrument fragment had broken off intra-operatively or before the surgical procedure began. No post-operative complications have been reported.